Manufacturer narrative:
B3-date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the reported event was likely caused by changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno videoscope had a tear with detachment on the bending section rubber. There was no patient involvement.